Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button stopped functioning as intended. Reportedly, the customer had to press the wake button multiple times for the pump to respond. During troubleshooting with tandem technical support, the customer confirmed the pump still turned on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.